Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an error icon was displayed. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported displayed error icon could not be determined. A root cause could not be determined.